Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant attempt there was positioning/fixing difficulty and difficulty implanting the left ventricular lead due to tortuous patient anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.